Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the intraocular lens was removed intraoperatively due to a broken haptic that was noted during insertion. No additional information has been received regarding the delivery device (brand, model, or lot number) used to insert the lens. The incision was enlarged to exchange the lens. The lens was exchanged for a different model iol. Additional information has been requested.